Event description:
It was reported that the right ventricular lead dislodged. Oversensing of atrial signals on the ventricular channel caused inappropriate high voltage therapy. The lead was explanted without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.